Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26076. It was reported the patient was experiencing new pain in his back. The patient underwent surgical intervention to reposition the pns leads (off-label use). During the procedure it was noted the quad lead had a suture tightly placed over the top of the lead and as a result the lead was removed and replaced. The ipg was electively replaced. The patient is now receiving effective stimulation. We are unable to determine which lead(s) were removed.